Event description:
Customer alleges discrepant results of 490 mg/dl, 307 mg/dl, 250 mg/dl, and 137 mg/dl on his advantage system within 10 minutes. No actions or inactions reported based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.